Manufacturer narrative:
The returned tube was further analyzed. The investigation showed that during incoming inspection, the voltage value of the large focus was outside the specification, and it could be confirmed that the small focus was too close to the outer focal boundary and touched the focal head. An emitter failure is the typical cause for a tube to fail. The emitter and filaments are the typical wear parts and are limiting the lifetime of the tube. Considering the operation time of this x-ray tube of over five years with big load value, an emitter wear-out is considered in the normal range of the expected lifetime. No systematic issue is identified. No further actions are necessary at this point of time.

Manufacturer narrative:
Analysis of the log files was performed to complete the investigation. The log showed that on (B)(6) 2025, patient registration was done at 07:29:43, and the x-ray release was performed at 07:33:39. According to the available x-ray data, after 7 radiation release attempts, at 07:35:11 the tube current was 0. This confirms the reported situation. Several more attempts were made to release the x-ray, but the issue with the small focus remained. Then system was powered off/ on at 07:37:21/ 07:41:53. After the unit was ready, two fluoro were released at 07:45 and both with the same 0 current. Remote service was initiated at 08:04:54.siemens local service engineer inspected the system and confirmed that the issue was caused by a small focus in the tube. The tube was replaced, and the system was returned to normal operation. The defective tube was returned for further analysis. The report will be updated once the investigation result is available.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the artis one. During an emergency procedure, the user reported that the small focus of the device did not emit radiation and the x-ray was aborted. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.